Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received no insulin delivery alert on the insulin pump which led to high blood glucose event. The customer reported blood glucose value of 700 mg/dl. The customer reported hyperglycemia was treated with manual injection, intravenous insulin infusion, visited to emergency room and then to intensive care unit. The customer experienced symptoms such as feeling sick/unwell, diabetic ketoacidosis during hospitalization. The event involved products mmt-397a, mmt-7020la, mmt-332a, mmt-1880. Troubleshooting was partially performed for high blood glucose and later customer declined to continue with troubleshooting. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smart guard feature at the time of the event. Troubleshooting was partially performed for insulin flow blocked alarm and later customer declined ad the customer confirmed that the insulin flow block event was not resolved in past. No further patient complications were reported. No product return was required for mmt-397a. No product return was required for mmt-7020la. No product return is required for mmt-332a. No product return is required for mmt-1880.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08690 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. There was "no" no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the year 2025. However, multiple no delivery alarm/insulin flow blocked alarm was found on 13-feb-2024 during bolus/basal deliveries. On the event date of 14-feb-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 14-feb-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 281000 (28.1 u) and dailytotalofbolusinsulindelivered = 120000 (12 u) which is equal to the dailytotalofallinsulindelivered = 401000 (40.1 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of 14-feb-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 02/12/2025 12:27:25.000 low battery alert was found on: 02/12/2025 09:26:00.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 16-feb-2025 at 3:37:00 am. There was no power data available for the date of 12-feb-2025. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.07 mv). The pump was received without a battery. The pump was received with a battery cap with a broken 2 heat stake post. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.